Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that on a 3/10 ml, 31 g x 6 mm bd insulin syringe with bd ultra-fine¿ needle there was space between the stopper and plunger which did not allow air to go into vial. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (16) 3/10cc, 6mm, 31g syringes (6 in an open poly bag, 10 in a sealed poly bag) from lot # 7065708. Customer states that there is a space between the stopper and plunger rod and the syringe cannot get to the insulin in the bottle. All returned syringes were examined and no defects were observed on the stopper or plunger rod. Also, all samples were tested and all were able to draw and expel properly without any observed defects. As per manufacturing, a review of the device history record was completed for batch # 7065708 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that was not related to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.